Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that inaccurate blood temperature reading of 44 degrees c was indicated during use; therefore, it was unable to measure blood temperature. The device was replaced and the problem was solved. The patient was not treated based on the incorrect value. It is unknown if any other troubleshooting was performed or if an error message was observed. It is unknown if an occlusion, leakage or kink was noted in the catheter. The value was not affected by the patient condition. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One catheter with detached monoject 1.0 cc limited volume syringe was returned for evaluation. The catheter was connected to vigilance ii monitor and "check catheter and cable connection" error message was shown. No visible damage or inconsistency to the balloon, catheter body or returned syringe was observed. The thermistor connector was opened and the insulation of the thermistor leadwire connecting to rt pin was found to be partially peeled off and the leadwire was exposed. When the exposed leadwire touched with the rc pin, it created a short condition to the thermistor circuit. After separating the exposed leadwire from the rc pin, the thermistor temperature was stable at 36.8 c in the 37.0 c water bath. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.0 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eye. Customer report of blood temperature measurement issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.